Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and noted a cracked light blue main body. Functional testing performed included eight psi underwater pressure test, clear passage test and clamp function test. All functional testing performed was acceptable. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set cracked on the main body after a few days of use. There was no patient injury or medical intervention reported. No additional information is available.